Manufacturer narrative:
Summarized patient outcomes/complications of mechanical heart valve were reported in a research article in a subject population with multiple co-morbidities including pulmonary artery banding, prior cardiac surgery, shone complex, down syndrome, atrioventricular septal defect, atrial septal defect ii, patent ductus arteriosus, patent foramen ovale, and aortic anomalies. Some of the complications reported were surgical intervention (pacemaker, redo), unexpected medical intervention (ECMO), hospitalization, bleeding, chylothorax (pleural effusion), mitral regurgitation, mitral stenosis. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: long-term outcomes following mitral valve replacement in children at (B)(6): a 20-year analysis.

Event description:
The article, "long-term outcomes following mitral valve replacement in children at (B)(6): a 20-year analysis", was reviewed. The article presented a retrospective, single center study to analyze long-term outcomes following mitral valve replacement in children in a tertiary referral center. Devices included in the study were medtronic ats, medtronic mosaic, and abbott/sjm mechanical mitral valve. The article concluded that if mitral valve (mv) repair is not feasible, mv replacement offers a good surgical alternative for pediatric patients with mv disease. It provides good early- and long-term outcomes. [The primary and corresponding author is (B)(6), department of cardiac surgery, (B)(6), (B)(6), germany, with corresponding email: (B)(6)]. The time frame of the study was from february 2001 to february 2021. A total of 41 patients were included in the study, of which 12 (29.3%) received an abbott device. The average age was 23 months, the average weight was 11.3kg, and the majority gender was female. Comorbidities included prior pulmonary artery banding, prior cardiac surgery, shone complex, down syndrome, atrioventricular septal defect, atrial septal defect ii, patent ductus arteriosus, patent foramen ovale, and aortic anomalies.